Event description:
It was reported to philips that the device is making a noise. There was no patient involvement.

Event description:
It was reported to philips that there is a current sound during defibrillator charging. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the therapy capacitor and therapy tray required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.